Event description:
Notification from the department of health and human services stated that the customer was hospitalized in intensive care unit due to high blood glucose and dka. Caller stated that the customer's blood glucose reading was high at the time of admission. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.